Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio2: 1.3, inratio2: 2.7. Time alleged between each method of testing is one hour. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.